Manufacturer narrative:
This adverse event was reported in esg test system on 2023/06/06 (MFR report #: 3003775186-2023-01161). Since we realize it is not correct to report it in the test system, we now take the corrective action to submit this report in the production system. This adverse event is an individual case and per our investigation, it is concluded that there is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect regarding this event. We have taken corrective and preventive actions in our company to correct the wrong reporting issue and prevent this issue from re-occurring in the future.

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used for four low-speed treatments on a severely calcified left anterior descending (lad) artery. A dissection was observed after treatment with the oad. A sapphire balloon was used to treat the lesion. The perforation occurred after treatment with the balloon. Balloon tamponade was attempted. Two five-minute inflations were unsuccessful in sealing the perforation. A covered stent was placed and successfully sealed the perforation. After, the patient's blood pressure started to drop, and a pericardial tap was performed. The procedure was able to be successfully completed and the patient was in stable condition. ? A dissection was observed after treatment with the oad. A sapphire balloon was used to treat the lesion. The perforation occurred after treatment with the balloon. ? A covered stent was placed and successfully sealed the perforation. After, the patient's blood pressure started to drop, and a pericardial tap was performed. The procedure was able to be successfully completed and the patient was in stable condition. ? No product was available for analysis. Unfortunately, after request no additional procedural or product information was available. A review of the clinical information for this complaint revealed that a perforation occurred after treatment with the sapphire balloon. Prior to this, a diamondback 360 coronary orbital atherectomy device (oad) was used for four low-speed treatments on a severely calcified left anterior descending (lad) artery and a dissection was observed after treatment with the oad. Since neither the involved device, associated clinical image/cd nor the product information was provided for evaluation, this complaint will be retained and kept track of its information in the future. During the manufacturing process each catheter is subjected to 100% inspection prior to release. Orbusneich medical manufacturing processes include extensive testing and inspections to ensure each product meets all material, assembly, and performance specifications prior to release. After the analysis of above information, the complaint type is determined as clinical event. There is no systemic trend identified with regards to this type of event. Coronary artery perforation is a rare but potentially lethal complication of percutaneous coronary intervention (pci). In this case, the lesion was a severely calcified and located in the left anterior descending artery. Prior to the perforation, the lesion was treated by a diamondback 360 coronary orbital atherectomy device (oad) for four low-speed treatments and a dissection was observed after treatment with the oad. Per the limited information, it is likely that procedural factors may have caused or contributed to the reported complaint. However, the root cause of the complaint could not be determined as the clinical situation could not be duplicated in our analysis lab. This complaint has been shared with the manufacturing and engineering teams. We will keep the complaint on file for future statistical analysis and monitoring. No corrective action is required at this time. There is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect. The complaint and analysis will be included in the complaint data reviewed and monitored for this product.